Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remained implanted; consequently, a direct product analysis was not possible.

Event description:
On (B)(6) 2016, a patient was implanted with a gore® acuseal vascular graft for arteriovenous access. The graft was anastomosed from the right brachial artery to the right basilic vein in an over-the-elbow loop graft. The patient tolerated the procedure. On (B)(6) 2016, the patient presented with a graft infection. A dissection of the incision site on the right forearm was also observed. It was stated that the graft was externally visible in the area of dissection of the incision site. On (B)(6) 2016, another surgical graft was anastomosed with the non-infectious sites of the graft and a bypass was prepared. The patient tolerated the procedure. It was stated that the patient has thin subcutaneous tissue and the gore® acuseal vascular graft was implanted just above the fascia. Pressure was put to the subcutaneous tissue by the implantation of the acuseal graft, and blood flow to the distal portion of the right forearm was not adequate, which may have caused incomplete wound healing.